Manufacturer narrative:
Device evaluated by manufacturer: promus premier ous mr 20mm x 3.50mm stent delivery system (sds), was returned for analysis. The stent profile was examined and stent damage was identified. Stent struts in the proximal region were lifted from the crimped stent position. The crimped stent od (outer diameter) was measured using and was found within max crimped stent profile measurement specification. The balloon profile was examined and the balloon cones did not reveal any noted issues. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable on device analysis completed on (B)(6) 2021. It was reported that the device could not cross the lesion. A promus premier mr 20 x 3.50 stent balloon expandable was selected for use to treat a lesion within the coronary artery. The promus premier could not cross the lesion. The procedure was completed with another same device. However, device analysis reveled stent damage.